Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds attributed to dislodgement. This lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.